Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had the plastic at the jaws appeared to be melted or broken off on one side. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a burn mark on the instrument noticed during reprocessing. A part of the instrument appears to have thermal damage. The conductor wire (black wire) did not appear to be broken, loose, or frayed. There was no damage to the conductor wire insulation with exposed wire. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event or a foreign material. There were no reports of fragments falling from the device while used within a patient. The instrument was sent to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8. Was updated to initial use of device.